Manufacturer narrative:
Product investigation is in progress.

Event description:
Broken strings - tampon [device breakage]. Case narrative: consumer reported via email that the tampon strings were broken. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Broken strings- tampon [device breakage] . Probable manufacturing cause [manufacturing issue] . Case narrative: consumer reported via email that the tampon strings were broken. No injury reported.